Event description:
Customer reported that a pt sample had a negative antibody screen when tested with 8s606 in 2004. Pt was then transfused with four units of blood. 5 days later the pt had delayed transfusion reaction. Post transfusion sample and eluate yielded anti-s. Anti-jka, anti-fya and possible anti-kell.